Event description:
It was reported that the 3.0 x 12 mm xience xpedition stent delivery system was advanced to the target lesion. An attempt was made to deploy the stent; however, the balloon would not inflate. The physician pulled negative and blood was seen in the indeflator. It was not known if a balloon rupture occurred. The device was removed without difficulty. Upon removal, it was noted that the balloon did not inflate and the stent remained on the delivery system. A 3.0 x 18 mm xience xpedition was then implanted at the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.